Manufacturer narrative:
For one event, the investigation determined the patient's sample contains an interfering factor against the ruthenium component of the assay. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." No follow-up actions were taken. For the 2nd event: 1. Summary of investigation results: the investigation did not identify a product problem. The root cause was due to a detected interference factor in the sample. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." And "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." 2. Summary of follow-up/corrective actions taken: no follow-up/corrective actions were taken. For the third event: 1. Summary of investigation results: the investigation did not identify a product problem. 2. Summary of follow-up/corrective actions taken: the patient sample was received for investigation and no interfering factors were identified. Based on the available data, a general reagent issue could be excluded.

Event description:
1. Describe the event: there was an allegation of questionable elecsys tsh v2 results for 4 patient samples from cobas e 801 analytical units. 2. Patient age range: 4 years, 3-asku. 3. Patient weight range: asku. 4. Patient sex breakdown: 1-female, 1-male, 2-asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
Reagent lot 868935 had an expiration date of 30-sep-2026. The expiration dates for reagent lots 84492900, 838516, and 911795 were not provided. For 2 events: 1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the sample was received for investigation. For 1 event: 1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. For 1 event: 1. Summary of investigation results: the investigation did not identify a product problem. 2. Summary of follow-up/corrective actions taken: the patient sample is not available for investigation. For all 4 events: 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.